Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery the device was implanted due to a cerebral hemorrhage in (B)(6) 2016. Following the procedure, the patient was hospitalized ¿for a long time.¿ during a CT examination in (B)(6) 2017, the results showed ¿too much brain fluid.¿ according to the report, the excess brain fluid was resolved when the pressure was reduced from 2.0 to 1.5.